Manufacturer narrative:
Literature citation: langford b, hunt c, lerman a, mauck wd. Analyzing spinal cord stimulator explants in refractory angina pectoris patients. Pain med. 2021.10.1093/pm/pnaa456. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the month and year that the article's data was collected as specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D: please note the authors indicated the explanted devices in their study had manufacturer breakdowns as follows: "medtronic (n=6), boston scientific/advanced bionics (n=5), and advanced neuromodulation systems/abbott (n=1)." The specific manufacturer of the devices involved is unknown at this time. Additional information has been requested from the article's author of correspondence to determine this. Concomitant medical products: product ID neu_ins_stimulator lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. Information references the main component of the system from the first event; other applicable components are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: asku, UDI#: asku; product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: asku, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Reported events: 1 patient developed an implantable neurostimulator (ins) site methicillin-susceptible staphylococcus aureus (mssa) infection in the posterolateral right flank confirmed by cultures via ultrasound-guided aspiration. The patient received broad spectrum intravenous antibiotics with appropriate narrowing based on cultures. The patient underwent explant and then later opted to undergo re-implantation with a new device. Patient underwent three implants and two explants. The first device was explanted due to thoracic anchor site pain. The second device was explanted due to charging issues. The patient still had the third implant at the time the article was written. 1 patient underwent revision for lead migration; however, the epidural space was unable to be re-accessed, and thus the device was explanted instead of replaced. 1 patient experienced a malfunctioning neurostimulator and had the device explanted. 1 patient experienced cellulitis (mssa) with ¿likely involvement of the scs device.¿ the patient received broad spectrum intravenous antibiotics with appropriate narrowing based on cultures and their device was explanted. 2 patients experienced a nonefficacious scs device and had the device explanted. It was further reported the patients had experienced poor pain control or lack of efficacy. No further complications were reported or anticipated.